Event description:
The hospital reported that during an endoscopic vessel harvesting procedure using vasoview hemopro 2, the procedure was aborted after sufficient co2 pressure was not possible during the cauterization phase of the side branches. The system (insufflator, co2 tube) was checked and was functional. After changing the btt and connecting it to the luer lock connection of the hp2 cannula, the co2 flow/pressure was ok during the cauterization of the first side branches, but was interrupted later on so that no co2 could flow into the tunnel. Switch to open ligation and transection using short incisions (comparable to bridge technique). Slight delay in the procedure, no damage to the patient. There were no negative consequences for the patient as a result of the event.

Manufacturer narrative:
Tw (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise (B)(4). The device was returned to the factory for evaluation on 03/28/2025. An investigation was conducted on 04/02/2025. A visual inspection was conducted. The harvesting device, cannula and btt were returned for evaluation. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact harvesting device or the intact cannula. There were no visual defects observed on the intact btt. A 25 cc syringe, filled with air was attached to the inflation port line on the btt and squeezed the syringe to inject air. The btt was able to be inflated. A 25cc syringe, filled with saline was attached to the co2 line on the btt and squeezed the syringe to spray the saline with no issues. A 25cc syringe, filled with saline was attached to the co2 line on the btt and squeezed the syringe to spray the saline. There was no backflow observed in the co2 line. The insufflation tube was observed to be cut in half. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "inflation problem" was not confirmed. The lot # 3000386573 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.